Event description:
It was reported that it was reported from yagishita, atsuhiko, et al. (2022). "Ventricular fibrillation induced by inappropriate anti-tachycardia pacing during charging for atrial fibrillation". That, the patient with this implantable cardioverter defibrillator (ICD) experienced palpitations and a syncope episode, due to this the patient was transferred to the hospital and after review of the device, it was revealed that this device delivered eight inappropriate bursts of anti-tachycardia pacing (atp) due to atrial fibrillation with rapid ventricular response, this accelerated the rhythm into a ventricular fibrillation, which led to the device delivering a shock, ending the episode. The medication of the patient was adjusted in order to control the atrial fibrillation. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Added the referenced literature on the attachments tab.

Event description:
It was reported that it was reported from (B)(6), et al. (2022). "Ventricular fibrillation induced by inappropriate anti-tachycardia pacing during charging for atrial fibrillation". That, the patient with this this implantable cardioverter defibrillator (ICD) experienced palpitations and a syncope episode, due to this the patient was transferred to the hospital and after review of the device, it was revealed that this device delivered eight inappropriate bursts of anti-tachycardia pacing (atp) due to atrial fibrillation with rapid ventricular response, this accelerated the rhythm into a ventricular fibrillation, which led to the device delivering a shock, ending the episode. The medication of the patient was adjusted in order to control the atrial fibrillation. This device remains in service. No further adverse patient effects were reported.